Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch down cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument wrist were not damaged. No other damaged was found.

Event description:
It was reported that in central processing, a broken cable was identified on the maryland bipolar forceps instrument after it was cleaned and sterilized. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.